Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction or pt harm by the customer.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the system exhibited an error code that indicated there was a faulty pressure transducer. The device's power board was replaced to address the error code. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed.